Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Examination of the returned part determined that returned tasp exhibits signs of repeated use and has post feature fractured off. All pieces were returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required the root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.